Event description:
Rptr is concerned about the disparity between finger stick results & venous blood samples. Rptr is not sure if the problem is with the reagent strips or the meter. He reports that his practice, as well as others, has had to discontinue use of these products resulting in a delay in treatment. One of his pt's was admitted to the hosp with recurrent transient ischemic attacks due to a false high reading on the coagucheck.